Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported on (B)(6) 2020, two days after device was implanted, the right ventricular lead needed to be revised due to possible perforation. At the hospital it was noticed the rv pacing threshold was high and rv sensing had decreased. The physician revised the original lead and implanted it into a different location. The device was good and patient stable.